Event description:
Drive devilbiss healthcare received notification from enduser's husband of an incident involving a rollator which drive imports and distributes. The enduser was using the rollator when it allegedly tilted back causing her to fall and fracture her metatarsal on her right foot.